Event description:
Pt on levophed drip at 1ml/hr and the pt's b/p was 236/139. The levophed drip was turned off and the nurse noted that the infusion was still running by looking at the drip chamber. The stopcock was turned off on that line. Pt was given nitroglycerin to decrease their b/p. Their b/p significantly dropped. The levophed line was put into another IV pump and restarted at a low dose. The b/p elevated rapidly to 200/150. The pump was turned off and it was noted again that the infusion was still running. The nurse changed the set and had no more problems. The pt had no consequences and was transferred out of the ICU the next day. The set was sent to alaris. Initial investigation found a hairline slice 0.487 inches long in the center of the accuslide membrane inside the accuslide chamber. When the pump mechanism fingers were at a unique position, the accuslide membrane slice would open and allow the set to free flow. The set has been sent to co's supplier to try to find root cause of the slice.